Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to attempt to reload the original cartridge, but it was unsuccessful. Upon follow up, the customer confirmed that they were able to continue using the pump for insulin therapy.